Event description:
Boston scientific crm received information that this ventricular lead had dislodged into the atrium. During the revision, the stylet was unable to be advanced through the lumen. The physician elected to implant a new lead. No adverse patient effects were reported.